Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the high and low vibration alerts functioned properly. The insulin pump was received missing the end cap sticker and had minor scratches on the display window, a cracked case at the reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump did not vibrate as it was supposed to. The customer's blood glucose level was 229 mg/dl. The customer stated the insulin pump had not been vibrating when her sensor read outside the 80 to 220 mg/dl range as it should. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.